Event description:
Boston scientific received information via patient remote monitoring system that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited low out-of-range (oor) shock lead impedance of 0 ohms. The patient had a bone growth stimulator implanted 14 inches away from the device which suspected although unconfirmed the cause of 0 ohms measurement. A boston scientific technical services (ts) discussed troubleshooting measures. At this time, the system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.